Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd a scs system on (B)(6) 2011. It was reported that the pt's leads had disconnected from the ipg header which was confirmed by x-ray. The physician had reconnected the leads during a revision. The pt recaptured good stimulation again. No other pt complications were reported.